Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v111324, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported the device had not worked "for years." No patient symptoms were reported. Additional information has been requested, a follow up report will be sent if additional information is received.